Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at the proximal part of the lead. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 5 months oversensing was reported. No adverse affects were reported. The lead was explanted. The implant and explant dates were not provided.